Event description:
Boston scientific received an inquiry pertaining to the remaining longevity of this cardiac resynchronization therapy defibrillator (crt-d) with the current voltage of 2.61. The patient was being monitored via latitude due to a non-boston scientific defibrillation lead issue. It was later reported that this device was explanted over a year and a half later for normal battery depletion. However, during the explant the rate/sense set screw was locked in the down position. The physician was unable to loosen the setscrew using multiple attempts and wrench kits. The physician elected to cut the non-boston scientific lead free lead from the header. The coils of this non-boston scientific lead are still in-service for shocking. A previously abandoned non-boston scientific lead was uncapped and used for the rate/sense function. No adverse patient effects were reported.

Manufacturer narrative:
Return requests were made for this device. It was later reported the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.